Manufacturer narrative:
G4: 10jan2020. B4: 13jan2020. The customer confirmed the reported 35v issue. The customer reported that replacing the power management (pm) board has resolved the problem. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported a 35v supply failure, a backup alarm failure and an auxiliary alarm supply failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.